Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired on an unk firing and there were malformed staples, but enough of a margin was left to use another device to complete with no pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was received in good visual condition and with three reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.